Event description:
As reported by the marketing affiliate, the tip of three infiniti diagnostic catheters were noted to have come off inside the packaging, and 3 other units had several small particles that came off the catheter inside the packaging. Another single unit had both catheter particles and a separated tip inside the packaging. These defects were all noted on the same date, with the catheters still inside the packaging. None of the products were ever used clinically, and will be returned for analysis. Preliminary analysis of the returned catheters revealed discolored hubs, discolored mounting cards, blue fine catheter particles were scattered throughout the pouches, and the particles appeared to come from the strain reliefs , which have a brittle and partially disintegrated appearance. The distal white soft tip appears deformed/melted on some of the returned units, missing on other returned units. It appears based on this preliminary analysis , that the returned units have been exposed to unusual heat and /or uv rays at some point. For these three units, small blue catheter particles noted are noted within the inner sterile packaging. The strain reliefs appear to be brittle and partially disintegrated.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report refers to three units of the same catalog and lot number with the same defect. Please note that this medwatch report represents three of seven products found defective at the same time prior to use by the affiliate account. Please reference MFR report numbers 9616099-2010-00180, 00181, 00182 and 00183.

Manufacturer narrative:
As reported by the marketing affiliate, several areas of damage were observed on 7 infinity diagnostic catheters prior to use. The tips of three infiniti diagnostic catheters were noted to have come off inside the packaging, and 3 other units had several small particles that came off the catheter inside the packaging. Another single unit had both catheter particles and a separated tip inside the packaging. These defects were all noted on the same date, with the catheters still inside the packaging. None of the products were ever used clinically. Preliminary analysis of the returned catheters revealed discolored hubs, discolored mounting cards, blue fine catheter particles were scattered throughout the pouches, and the particles appeared to come from the strain reliefs , which have a brittle and partially disintegrated appearance. The distal white soft tip appears deformed/melted on some of the returned units, and missing on other returned units. Three sterile 6 fr diagnostic catheters were received inside of their original pouches. The units (sample 4,5 & 6) were received with the soft tip damaged. Small melted fragments of the soft tip were observed inside of the pouch. The units had fine blue particles scattered throughout the pouch which appeared to have come from the strain relief. The units also had discolored hubs (yellow) and mounting cards ( off white). The ID and od of all catheter bodies were measured and found to be within specifications. One unit with the tip damaged/melted (sample 6) was sent to sem analysis to evaluate the tip damage and one unit (sample 4) with the strain relief damaged was sent to ft-ir and dsc analysis to determine possible degradation in the materials (strain relief and hub). In addition, ft-ir analysis was used to evaluated the mounting card degradation. Analysis results were as follows: sem.-multiple cracks were found in the brite/soft tip; these cracks suggest brittleness or degradation of the material; the lumen presented a semi-oval shape suggesting possible stretching. No visual evidence of any chemical degradation was noted. Superficial degradation of the materials could not be identified by ft-ir; however, ft-ir did reveal that the coating of the mounting card suffered a superficial degradation by some environmental source. Dsc thermal analysis was performed to determine if degradation in the strain relief and hub material could be identified. Dsc thermal analysis found significant differences between strain relief materials in the complaint sample versus the control sample. However, thermal analysis techniques did not detect any difference between complaint sample hub and control sample hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The lots were manufactured and then distributed to two different locations from where the products were supplied to the customer. The customer had the products in storage for approximately one year for some units and over two years for other units before the failures were discovered and reported. There is a potential that some abnormal storage conditions may have occurred but this could not be confirmed. The exact cause for the confirmed catheter damage could not conclusively be determined; however, it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the damage observed. However, it appears that exposure to unusual environmental sources, such as heat and /or uv rays may have contributed to the damage found in all the units evaluated.